Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters and power sources. In addition, the battery gauge jumped from 45% to 100% while not connected to a power source. Customer reported blood glucose level was not impacted. It was indicated that the customer would continue to use the pump until the replacement pump was received.